Event description:
It was reported that the delivery of the emboshield was successful. Upon retrieval, difficulty was experienced with the recovery catheter as it would not track over the wire. It was removed and another coronary catheter was successful in retrieving the filter. There were no pt effects or injury. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.